Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and shows a bowed tube. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of bowed tubes were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of bowed tubes based on the provided photos. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, the tube wall was bent. There was no report of patient impact.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, the tube wall was bent. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.